Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up. Upon troubleshooting, fse found that longitudinal potentiometer assembly was broken. To resolve this issue, fse replaced a potentiometer. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.